Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the patient underwent thorax radiography and a right pneumothorax was seen and subsequently a thorax drainage process was used to intervene. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)